Event description:
New information received indicated there was no allegation the death was related to the product.

Event description:
It was reported the patient was deceased. Their implantable cardioverter defibrillator was interrogated, and it was found to have been undersensing ventricular fibrillation due to low r wave amplitude, which lead to loss of defibrillation therapy.